Event description:
It was reported to boston scientific corporation in late 2008, that a captiflex polypectomy snare was used during a colonoscopy procedure performed the same day. According to the complainant, during cauterization of a polyp, the nurse received a shock from the handle of the device. A burn to the skin was noted, however, no treatment was required.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.